Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with an insulin flow blocked alarm during the fill tubing process. The customer stated the reservoir leaks and there was fluid inside the reservoir compartment. The customer got insulin flow blocked alarms with a new set and reservoir. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.